Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle following dry firing of the needle during preparation. Another device was used, however, difficulties were encountered during removal of the needle from the pt. Following removal of the needle from the pt, a burr was noted on the outer cannula. A third needle was used to complete the procedure. No further details regarding the circumstances surrounding this event are available. The device has not been received by this MFR. Therefore, no failure analysis is available. The co is unable to determine the exact cause for this event at this time. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ...do not leave the needle cocked with the springs under tension until ready to use."